Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported receiving m65 scale reading error in drain five of five. While reviewing the patient¿s treatment records it was noted that the patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. Upon follow up with the peritoneal dialysis nurse (pdrn) it was confirmed that the patient had drained 6022 ml which is (B)(4)% the patient¿s prescribed fill volume of 2800 ml. The patient was able to complete the peritoneal dialysis treatment using continuous cyclic peritoneal dialysis (ccpd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the new cycler without further issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
...